Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 79 (non-recoverable system error) and broken probes in an arctic sun device. Per review of wo on 17dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 17dec2025, there would be a field service to investigate the issue and eventually repair the device. No patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty t1 thermistor. The arctic sun 5000 was evaluated. During the evaluation it was found that the device displayed an error 79. (Arctic sun 5000) 79 non-recoverable system error. Tank harness was replaced. Check of connections & cables. Coolant water change. Electrical safety inspection of the system. Functional test of the system. Pre-service functional test of the system. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 79 (non-recoverable system error) and broken probes in an arctic sun device. Per review of wo on 17dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 17dec2025, there would be a field service to investigate the issue and eventually repair the device. No patient involved.